Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator delivered the selected energy and the clinician noticed after removing the electrode pads, a burn was found on the patient's skin. Complainant indicated that it was not known what degree burn was sustained but that it was dark red. The patient required a cream treatment for the burn.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 0418b were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.